Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in multiple inappropriate shocks. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options including a recommended x-ray. This system remains in service. No additional adverse patient effects were reported.